Event description:
Sheath broke during use. Got stuck, then broke. Multiple attempts to obtain any further info have been unsuccessful.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. No sample was available for eval and investigation. The report did not provide any specific info concerning the pt, sheath, procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. The directions for use (1306078, rev.a) states: "while holding catheter tip, withdraw sheath completely from puncture site prior to splitting to avoid sheath breaking off in pt split sheath and peel away from catheter." A warning is also included, stating "do not reinsert a partially or completely withdrawn needle as this can damage the sheath and break off in pt upon sheath removal." No determination can be made as to what may have occurred with this product at this time. If additional info that is pertinent to this event becomes available, I-flow will submit a f/u report.